Event description:
A call to technical services was made on (B)(6) 2013 stating that patient was not feeling well. During interrogation, it looked like patient was in atrial fibrillation but the ventricular response is variable and goes up and down from lrl to mtr. This ra lead was set to unipolar sensing at .75mv sensing. The representative cannot lower sensitivity due to picking up noise on lead channel. It was suspected that there an ra lead issue. Undersensing noted, was discussed and modes should be changed to either vvir or ddi r . The physician was dr. (B)(6) at (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).